Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected: h6 product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : null. Device history batch : null. Device history review : null . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (dob), h6 (patient codes). Corrected: h6 (devie code). H6 patient code: no code available (3191) used to capture the bone injury and device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient ps initially underwent varus osteotomy of the femur for a valgus deformity of the right knee on (B)(6) 1993 ((B)(6) , (B)(6) hospital). On (B)(6) 1995, the plates used to fix the initial osteotomy were removed and the knee arthroscopically debrided (dr andew mcqueen, vistoria house pvt) on the (B)(6) 1999 a right total knee was undertaken where an lcs knee was implanted (dr (B)(6) , victoria (B)(6) hospital). Patient has recently presented to dr hartley on the gold coast with ongoing knee pain. It was believed that this pain was due to instability of the knee with laxity on the medial side due to poly liner wear. CT scans also reveal osteolysis, and a bone scan indicated uptake around the femur. A decision was made to operate on the patient and the plan was to exchange the poly bearing. Bearings were ordered under the continuing care program. On (B)(6) 2020, the knee was opened (dr hartley, pindara gold coast private). On opening the knee it was noted that there was extensive wear on the poly knee bearing on the medial side (with subsequent soft tissue laxity on that side) the poly was removed and it was then evident the femoral component was loose (it literally fell off), the tibial component was also loose. After removal of the components, extensive esteolysis was evident on both the femur and the tibia. (Massive osteolysis extending well into the lateral femoral condyle, with a slightly smaller lesion in the medial femoral condyle) these lytic lesions were cleaned out and a revision attune knee implanted with sleeves on both the femoral and tibial side. The metal backed rp lcs patella component was left in situ. Did the patient experience a post-op device malfunction? Unknown, if yes, please describe. Extensive osteolysis and loose components, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? Yes, was device explanted? False, did patient require revision surgery? False, if yes, date of revision surgery. (B)(6) 2020, patient status/ outcome / consequences unknown, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Lysis, loosening and pain.

Manufacturer narrative:
Product complaint # :(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:   added: d4, h4. Corrected: g1. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary tkr on (B)(6) 1999. Patient has presented to the doctor with a painful knee. The doctor has examined the knee and believes that this may be due to general instability. He believes that a thicker bearing insert (ie removing the current 10mm insert and exchanging this for a 12.5mm, or a 15mm) will help to resolve the issue.as these bearings are no longer available off the shelf, I have been requested to submit this synergy in order to arrange a set of replacement thicker bearings 10mm, 12.5mm and 15mm available as part of the continuing care programmeat this stage, nothing has been revised.